Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 3/22/2016. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of infection: "precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection."

Event description:
Healthcare professional reported four days after injection with unspecified juvederm voluma patient developed erythema, swelling, and bruising. Patient returned to the injecting physician who massaged the areas. Two weeks later patient developed red, indurated, swollen, and tender marionette line areas. Patient "diagnosed as infection most likely" and prescribed clindamycin. Patient concomitantly injected with unspecified juvederm ultra and was taking "other medications" at the time of injection. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00912 ((B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, swelling, bruising, redness, induration, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of erythema, swelling, bruising, redness, induration, and tenderness as follows: undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. ¿ haematomas. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported four days after injection with unspecified juvéderm¿ voluma¿ patient developed erythema, swelling, and bruising. Patient returned to the injecting physician who massaged the areas. Two weeks later patient developed red, indurated, swollen, and tender marionette line areas. Patient ¿diagnosed as infection most likely¿ and prescribed clindamycin. Patient concomitantly injected with unspecified juvéderm ultra¿ and was taking "other medications" at the time of injection. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00912 (allergan complaint pr#(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm¿ voluma¿.